Event description:
Pt was using victus brand dosi-flow 30 IV flow regulator with IV adult set lot # 120045l to infuse her IV antibiotics in the home. This IV tubing appears defective in that it was flowing too slow according to number set on dial and several sets were leaking. New tubing of a different brand was sent out to pt to replace defective tubing. Diagnosis or reason for use: uti.